Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840004535, 510k # k091974 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient underwent posterior lumbar interbody fusion at l4-l5 with cbt. From (B)(6) 2019: the patient presented with complaints of up and down adjacent segment lumbar canal stenosis. Posterior lumbar interbody fusion (plif) was planned. On (B)(6) 2019: it was planned to perform removal, then replace the screw with pedicle screw and perform plif. However, the screw was found broken when checking the CT carefully. So, the way of removal was under discussion. On (B)(6) 2019: plif at l3-l4, l5-s1 and pedicle screw replacement at l4-l5 was performed as scheduled. Removal was performed successfully with pliers and there were no fragments of the broken screw remaining in patient's body. The operation was completed without any problem.